Event description:
It was reported that air ingress into the sheath occurred during catheter insertion and the patient experienced air embolism, st segment elevation, cardiac arrest, and then was unable to regain consciousness. During device insertion for a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat paroxysmal atrial fibrillation a faradrive sheath was used. The patient was under general anesthesia for the procedure. The sheath and dilator were flushed appropriately, then the sheath was inserted to perform the transseptal puncture along with a non-boston scientific transseptal needle. After gaining transseptal access and placing the sheath in the left atrium (la) the dilator was removed. The sheath was then aspirated, and no air bubbles were observed coming from the sheath. The flush line (previously purged) was connected to a saline bag which was connected to the sheath. The farawave catheter was prepared and flushed though the flush port and guidewire lumen, then the irrigation port was connected to a flush line (which was also purged and connected to a saline bag) before inserting a guidewire into the catheter. Catheter deployment was tested with the guidewire extended a few centimeters past the tip, then the guidewire was retracted to the catheter tip. The catheter was then inserted a few centimeters into the hemostatic valve of the sheath when it was noticed that a considerable amount of air had entered into the sheath. The farawave catheter was immediately removed and the 3-way stopcock on the sheath was closed to stop irrigation of the sheath, then the sheath was removed from the la and aspirated to remove the air. The physician decided to wait a few minutes before introducing the farawave catheter again to evaluate any possible adverse effect related to air ingress. About one minute later an st elevation was observed on all electrogram (ECG) leads, suggesting air embolism in the coronary arteries. Two or three minutes after this the patient went into cardiac arrest and cardiopulmonary resuscitation (ppr) protocol was started immediately. After nine minutes of cardiac arrest the patient regained intrinsic cardiac rhythm, and the st segment began to normalize. The patient was stabilized while still in the electrophysiology (ep) lab. The procedure was cancelled and the patient was moved from the lab to the intensive care unit (ICU) of the hospital. That same morning the patient underwent a computed tomography (CT) brain scan which showed no findings of evident brain damage. By the afternoon, a little over four hours after the cardiac arrest, the patient remained stable but unable to regain consciousness. The patient was treated in a hyperbaric chamber on the same day as the procedure. A week later the patient remained in the ICU, conscious and oriented in space and time but a bit confused. The patient's condition was evolving favorably, though the patient had a mild cognitive impairment as sequel to the adverse event. A magnetic resonance imaging study was planned to assess any brain or neurological damage. Eventually the patient was transferred from the ICU, but remained hospitalized. The event is ongoing. The most probable explanation for the air ingress was that, for some reason, the patient created a strong negative pressure in his left atrium (apnea, snore, etc.) Just at the moment of the introduction of the farawave catheter into the faradrive sheath, generating an aspiration effect when the sheath valve was opened. The device is expected to be returned for analysis. It was further reported that a magnetic resonance imaging (MRI) was performed which revealed a brain lesion the neurologists considered compatible with an ischemic stroke due to air embolism. The mild cognitive impairment appeared to have been a transient consequence, and it evolved favorably with the patient feeling better having no apparent neurological consequences. The patient was discharged from the hospital but was being followed by the neurology department.

Manufacturer narrative:
The faradrive sheath was returned to boston scientific for analysis. Visual inspection revealed no outer abnormalities were noted. The sheath was leak tested, and the sheath passed all leak testing. The valves were inspected using microscopy. No significant damage was noted, and no abnormalities were observed. Additionally, we have determined that the cardiac arrest, air embolism, st segment elevation, loss of consciousness, confusion/disorientation, cognitive changes, and ischemia stroke are known inherent risks with use of this product.

Event description:
It was reported that air ingress into the sheath occurred during catheter insertion and the patient experienced air embolism, st segment elevation, cardiac arrest, and then was unable to regain consciousness. During device insertion for a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat paroxysmal atrial fibrillation a faradrive sheath was used. The patient was under general anesthesia for the procedure. The sheath and dilator were flushed appropriately, then the sheath was inserted to perform the transseptal puncture along with a non-boston scientific transseptal needle. After gaining transseptal access and placing the sheath in the left atrium (la) the dilator was removed. The sheath was then aspirated, and no air bubbles were observed coming from the sheath. The flush line (previously purged) was connected to a saline bag which was connected to the sheath. The farawave catheter was prepared and flushed though the flush port and guidewire lumen, then the irrigation port was connected to a flush line (which was also purged and connected to a saline bag) before inserting a guidewire into the catheter. Catheter deployment was tested with the guidewire extended a few centimeters past the tip, then the guidewire was retracted to the catheter tip. The catheter was then inserted a few centimeters into the hemostatic valve of the sheath when it was noticed that a considerable amount of air had entered into the sheath. The farawave catheter was immediately removed and the 3-way stopcock on the sheath was closed to stop irrigation of the sheath, then the sheath was removed from the la and aspirated to remove the air. The physician decided to wait a few minutes before introducing the farawave catheter again to evaluate any possible adverse effect related to air ingress. About one minute later an st elevation was observed on all electrogram (ECG) leads, suggesting air embolism in the coronary arteries. Two or three minutes after this the patient went into cardiac arrest and cardiopulmonary resuscitation (ppr) protocol was started immediately. After nine minutes of cardiac arrest the patient regained intrinsic cardiac rhythm, and the st segment began to normalize. The patient was stabilized while still in the electrophysiology (ep) lab. The procedure was cancelled and the patient was moved from the lab to the intensive care unit (ICU) of the hospital. That same morning the patient underwent a computed tomography (CT) brain scan which showed no findings of evident brain damage. By the afternoon, a little over four hours after the cardiac arrest, the patient remained stable but unable to regain consciousness. The patient was treated in a hyperbaric chamber on the same day as the procedure. A week later the patient remained in the ICU, conscious and oriented in space and time but a bit confused. The patient's condition was evolving favorably, though the patient had a mild cognitive impairment as sequel to the adverse event. A magnetic resonance imaging study was planned to assess any brain or neurological damage. Eventually the patient was transferred from the ICU, but remained hospitalized. The event is ongoing. The most probable explanation for the air ingress was that, for some reason, the patient created a strong negative pressure in his left atrium (apnea, snore, etc.) Just at the moment of the introduction of the farawave catheter into the faradrive sheath, generating an aspiration effect when the sheath valve was opened. The device is expected to be returned for analysis. It was further reported that a magnetic resonance imaging (MRI) was performed which revealed a brain lesion the neurologists considered compatible with an ischemic stroke due to air embolism. The mild cognitive impairment appeared to have been a transient consequence, and it evolved favorably with the patient feeling better having no apparent neurological consequences. The patient was discharged from the hospital but was being followed by the neurology department.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Additional information was added to blocks b5 describe event or problem and h6 patient codes.

Event description:
It was reported that air ingress into the sheath occurred during catheter insertion and the patient experienced air embolism, st segment elevation, cardiac arrest, and then was unable to regain consciousness. During device insertion for a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat paroxysmal atrial fibrillation a faradrive sheath was used. The patient was under general anesthesia for the procedure. The sheath and dilator were flushed appropriately, then the sheath was inserted to perform the transseptal puncture along with a non-boston scientific transseptal needle. After gaining transseptal access and placing the sheath in the left atrium (la) the dilator was removed. The sheath was then aspirated, and no air bubbles were observed coming from the sheath. The flush line (previously purged) was connected to a saline bag which was connected to the sheath. The farawave catheter was prepared and flushed though the flush port and guidewire lumen, then the irrigation port was connected to a flush line (which was also purged and connected to a saline bag) before inserting a guidewire into the catheter. Catheter deployment was tested with the guidewire extended a few centimeters past the tip, then the guidewire was retracted to the catheter tip. The catheter was then inserted a few centimeters into the hemostatic valve of the sheath when it was noticed that a considerable amount of air had entered into the sheath. The farawave catheter was immediately removed and the 3-way stopcock on the sheath was closed to stop irrigation of the sheath, then the sheath was removed from the la and aspirated to remove the air. The physician decided to wait a few minutes before introducing the farawave catheter again to evaluate any possible adverse effect related to air ingress. About one minute later an st elevation was observed on all electrogram (ECG) leads, suggesting air embolism in the coronary arteries. Two or three minutes after this the patient went into cardiac arrest and cardiopulmonary resuscitation (ppr) protocol was started immediately. After nine minutes of cardiac arrest the patient regained intrinsic cardiac rhythm, and the st segment began to normalize. The patient was stabilized while still in the electrophysiology (ep) lab. The procedure was cancelled and the patient was moved from the lab to the intensive care unit (ICU) of the hospital. That same morning the patient underwent a computed tomography (CT) brain scan which showed no findings of evident brain damage. By the afternoon, a little over four hours after the cardiac arrest, the patient remained stable but unable to regain consciousness. The patient was treated in a hyperbaric chamber on the same day as the procedure. A week later the patient remained in the ICU, conscious and oriented in space and time but a bit confused. The patient's condition was evolving favorably, though the patient had a mild cognitive impairment as sequel to the adverse event. A magnetic resonance imaging study was planned to assess any brain or neurological damage. Eventually the patient was transferred from the ICU, but remained hospitalized. The event is ongoing. The most probable explanation for the air ingress was that, for some reason, the patient created a strong negative pressure in his left atrium (apnea, snore, etc.) Just at the moment of the introduction of the farawave catheter into the faradrive sheath, generating an aspiration effect when the sheath valve was opened. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.